Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegations were confirmed. The evaluation found the following other issue: a scope communication error occurred but could not be reproduced. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite xenon light source had an abnormality in the endoscopic image when the scope is inserted (noise, image not displayed, scope communication error occurs). The issue occurred during preparation for use for a diagnostic procedure that was completed with another device after a one minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (dl23426773-6). Additionally, to provide a correction to the initial h10. Correction to the initial h10 as the device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Additional information received: after cleaning, it is stored in a scope hanger (tuesday and friday are inspection days. Shintei kogyo's ozonated water endoscope washer/disinfector. Currently the device malfunction is not occurring. No concerns regarding usage/environment, storage environment, etc. At the facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image noise, no image and scope communication error occurred due to multiple factors such as facility handling, procedures, and environment of use, such as the effects of endoscopy on and off the power supply, and the effects of reprocess using ozonated water. However, the root cause of the phenomenon's could not be identified. The event can be prevented by following the instructions for use which state: "coding: b30 error message: scope communication error cause: the electrical contact points at the scope-wires contain foreign bodies (such as chemical residue, water smudge, sebum, dust, or gauze bubbles)." "Code :e216 error message: reconnect the scope communication error e216 scope. Cause: the electrical contact points at the scope-jack are attached to foreign bodies (chemical residue, water smudge, sebum, dust, gauze bubbles, etc.)." "The following items were checked in cv-290's instructions for wearing and removing the endoscope while the power was turned on. The device should be turned off whenever the endoscope or scope cable is detached. If you attach or detach the device while the power is on, the electrical circuit may be damaged and the image may not be output." "Regarding the use of ozonated water, the following items were checked in pcf-h290zi, gif-h290's instructions for use. Do not immerse the endoscope and accessories in ozone water. The endoscope and accessories may be broken. To avoid damage, do not store endoscopes and accessories in an inappropriate environment, such as in areas exposed to direct sunlight, hot and humid areas, x-rays, ultraviolet rays or ozone." Olympus will continue to monitor field performance for this device.